Event description:
It was reported that during a da vinci hysterectomy procedure, the large suturecut needle driver instrument quit working. Another instrument was opened to continue with the case. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to replicate the complaint. The instrument was placed on an in-house system and passed recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported was the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.